Manufacturer narrative:
A ge representative evaluated the system and replaced hard drive, reloaded operating software, and reloaded configuration files. Checked and verified system fully operational by taking several fluoro images, saving and recalling all images with no problems or errors.

Event description:
Customer reported the system would not save images. No patient injury was reported.